Event description:
It was reported that during remote interrogation, an alert was received that indicated this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trend report. Upon review, ts reviewed the data and confirmed the rv lead recorded high out of range shock impedance measurements which appeared to have been increasing in the past few weeks. Ts recommended for an in-person clinic visit for further lead evaluation. At this time, no adverse patient effects were reported. This rv lead remains in service.